Manufacturer narrative:
Product ID: 3487a-45, lot# j0405884v, implanted: (B)(6) 2004, explanted: (B)(6) 2019, product type: lead; product ID: 3487a-45, lot# j0406294v, implanted: (B)(6) 2004, explanted: (B)(6) 2019, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep). It was reported the leads were being replaced with a paddle on (B)(6) 2019. No further complications were reported.

Manufacturer narrative:
Concomitant medical products: product ID: 3487a-45, lot#: j0405884v, implanted: (B)(6) 2004, product type: lead. Product ID: 3487a-45, lot#: j0406294v, implanted: (B)(6) 2004, product type: lead. Other relevant device(s) are: product ID: 3487a-45, serial/lot #: (B)(4), ubd: 20-jan-2008, UDI#: (B)(4); product ID: 3487a-45, serial/lot #: (B)(4), ubd: 13-feb-2008, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient and manufacturing representative (rep) regarding the patient's implantable neurostimulator (ins). Information was reported that the patient has multiple open contacts. The patient asked if there were any contributing factors, but the patient did not identify any factors. The rep attempting to reprogramming, and the results haven't been determined yet. The patient has a surgical intervention scheduled and planned for (B)(6) 2019. No further complications were reported. No additional patient symptoms were reported.